Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6; -6.00/2.5/080 (sphere/cylinder/axis) implantable collamer lens patient's left eye (os) on (B)(6) 2023. The lens was reported as having excessive vaulting. On (B)(6) 2023 the lens was replaced with a shorter length lens. This resolved the problem.